Event description:
The customer reported that there was no image produced when performing fluoroscopy. There is no report of patient injury or death.

Manufacturer narrative:
No conclusion can be drawn as repair information was not reported.